Event description:
Reporter began having pain when walking, especially in groin, right leg. Reporter uses a cane and takes medication, sometimes 2 to 3 times a day. The pain started 4 months after hip was implanted. Surgeon says it looks fine but reporter is going to see another doctor.